Event description:
It was reported that during an unk procedure, the device cut, but did not staple. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.